Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted from a long term acute care facility to the hospital on (B)(6) 2015 with nausea, vomiting, and elevated bilirubin. Gastroenterology consult indicated the elevated liver enzymes were attributed to hepatic congestion and volume overload. The patient was transferred to the intensive care unit on (B)(6) 2015 secondary to lethargy, hypoxia, and confusion. A pan-culture was completed with negative results. The patient was briefly dialyzed with continuous renal replacement therapy (crrt), but then transitioned back to intermittent hemodialysis. On (B)(6) 2015, the patient developed altered mental status and cerebrovascular accident-like symptoms. A CT scan of the head revealed a left frontal ischemic stroke with surrounding petechial hemorrhage. The patient had also developed an encephalopathy around the same time as the stroke symptoms presented and the neurology consult believed it to be multifactorial secondary to high bun, elevated white blood cell count, and stroke. Due to the patient's co-morbidities, the family elected to withdraw care and the patient expired.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient expired on 3/27/2015. An autopsy was not performed and the pump was not explanted. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 52 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.